Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The follow field updated: b5 . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the customer that the device was reprocessed prior to being sent in for repair and was not used on a patient with foreign material. Precleaning was not delayed after the procedure, and the device was not flushed with water and air to the aw channel. There was no effect from other products/ reprocessing accessories/ aer/ewd involved in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual cf-hq190l/I operation manual chapter 3 preparation and inspection shows how to detect the event. The following instruction manual shows how to prevent the event. Cf-hq190l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.3 precleaning the endoscope and accessories_ flush the air/water channel with water and air:to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cover dented, angle rubber glue cracked, insertion tube scratched, no flow; due to clogged nozzle of air/water, misaligned aux. Water port and low angulation. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope lens cleaner window was not working. The event occurred during preparation for use, prior to a colonoscopy diagnostic procedure. It was reported, that the procedure was completed using a similar device with no delay. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle; due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.